Manufacturer narrative:
Additional data: b5: the lens was torn when pushed out of the injector. There was a large tear the entire central lens. The lens was replaced with another lens. There was no vitreous loss or patient injury. H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the lens optic and haptics torn. The lens was returned in two pieces. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the incision was enlarged to remove the lens during the same surgery, there were no sutures. A three-piece lens was implanted as the replacement lens. The patient's iris was damaged when the lens was being removed and patient has corneal clouding. The patient will be going to another doctor for corneal repair. No more information was available. H6 - device code: 3191 - incision enlarged; iris damage. Claim # (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer single piece lens, +21.5 diopter, and the lens tore. The lens was removed with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.